Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer; however, no response was received. Due to the lack of additional information, the investigation concludes that no further action can be taken at this time. The complaint file will be reopened should additional information become available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device does not alarm when disconnected from the patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. Investigation ongoing.

Manufacturer narrative:
E: (B)(6).